Event description:
Rep reported that the perforator plunged into the patients cavity. Patient is stable.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed, and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be reopened and investigated. Based on this evaluation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.